Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the implant is not charging. They think the implant has completely depleted because the patient is now in a significant amount of pain and is bobbing their head. They have not charged the implant for a few weeks now and this has been going on for a few weeks now. Their reason for the call was to contact a local manufacturer representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient tried to charge the ins, however was unable to. The nursing home staff were given tech services number to call them when they have the equipment in hand. No symptoms were reported. No further complications were reported/anticipated.